Event description:
During preventative maintenance of the device, the user reported the unit failed to power on. The user reported the circuit board was replaced. No other details regarding the nature of the event were provided. Since the event occurred during preventative maintenance, there was no pt involvement during this event.

Manufacturer narrative:
Eval in progress, but not yet concluded.